Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event could not be confirmed, it appears that the stenosis was likely caused by the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years. Through follow up with the healthcare provider, it was learned that the device was removed due to severe aortic stenosis. There was also aortic insufficiency. Per the op report, this patient has end-stage heart disease with severe pulmonary hypertension, severe prosthetic aortic stenosis, aortic insufficiency, and was felt to have endocarditis and tricuspid regurgitation. Upon removal of the old aortic valve, it was noted to be calcified, thickened, had large possible old vegetation with calcification of the vegetation. However, it did not appear to be like a fresh vegetation. The device was removed and replaced with a new edwards bioprosthetic valve. There was no perivalvular leak and good valve function at the end of the procedure.